Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is expected but was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the suture was not moved forward during a surgery, they have tested the device afterwards and it worked there. Additional information obtained 7/16/18: the performed surgery was an shoulder arthroscopy. Because of the incident the surgeon needed to do a bigger cut and also the surgery took 10 minutes longer then expected (initial surgery time 1 hour) . The surgery was completed successfully with a changed technique - from arthroscopy to open.

Manufacturer narrative:
The evaluation did not reveal anything relevant to the event. The mating part (needle) was not returned along with complaint device. Used an ar-13995n/lot#1491051z needle during evaluation.